Event description:
It was reported that the pt underwent a spinal procedure utilizing anterior fixation. The screw backed out post op. Revision surgery was performed approx one and a half week post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.